Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s serious adverse events of hypoglycemia and death, as the patient was not undergoing ccpd therapy when they expired. However, a temporal relationship does exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s diagnosis of fungal peritonitis approximately 48 hours prior to their death. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The cause of the patient¿s fungal peritonitis is unknown; therefore, causality cannot be established. The patient¿s primary cause of death was reported as hypoglycemia, with a secondary cause of fungal peritonitis. Per the pdrn, there is no allegation being levied against the liberty select cycler and / or liberty cycler set having caused or contributing to any of the events. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler, liberty cycler set cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the absence of causality regarding the patient¿s fungal peritonitis, combined with it being reported as the patient¿s secondary cause of death. Therefore, the liberty select cycler and / or liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s expiration.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received, 7,000 ml continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volumes were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on (B)(6) 2020. Additionally, the pdrn reported the cause of death was unknown, however the patient was not connected to the liberty select cycler or liberty cycler set when the event(s) occurred. During follow up, the pdrn reported the patients primary cause of death was hypoglycemia, secondary to fungal peritonitis. The pdrn reiterated the patient had been battling hypoglycemia for quite some time, and causality had not yet been determined prior to their death. However, the pdrn reported ccpd therapy and the use of any fresenius products has been ruled out. The patient was found collapsed next to their bed in the late afternoon. Emergency medical services (ems) were contacted, however upon their arrival it was determined the patient passed several hours prior and resuscitative measures were not undertaken. The patient was not undergoing ccpd therapy at the time of their death, and no alarms were noted during a review of the patients last ccpd treatment. The pdrn confirmed the patient was diagnosed with fungal peritonitis on (B)(6) 2020. They were then informed their pd catheter (not a fresenius product) would require removal and they would need to transfer to incenter hemodialysis (hd) while their abdomen healed. The cause of the peritonitis or the organism cultured were unknown at the time of follow up. The patient received an intraperitoneal (ip) antibiotic for 2 days; however, the drug and dose were not provided. The pdrn was uncertain if the patients cycler was returned to the manufacturer, however the pdrn stated there was no allegation against the liberty select cycler and/or liberty cycler set having been involved in the event(s).